Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Date of birth - 1948. Event date - (B)(6) 2017. Concomitant medical products - vanguard cr ilok fem-lt 75 catalog #: 183034 lot #: 833540, biomet finned pri stem 40mm catalog #: 141314 lot #: 017510, bmet arcom ap patella 37mm catalog #: 11-150824 lot #: 371400, vngd cr tib brg 10x79/83 catalog #: 183460 lot #: 513750, optipac-s 40 refob bn cmt r catalog #: 4710500394-1 lot #: a540a05470. Report source -(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced a tibial baseplate fracture, pain, and malalignment in the knee joint approximately one and a half years post-initial implantation. The patient is indicated to undergo a future revision procedure; however, no revision procedure has been reported to date.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced a tibial baseplate fracture, pain, and malalignment in the knee joint approximately one and a half years post-initial implantation. The patient is indicated to undergo a future revision procedure; however, no revision procedure has been reported to date. It was further reported that the patient developed an infection on an unknown date and this could have contributed to the implant fracturing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of x-ray review report from mmi states that there is loosening of tibial component and subsequent fracture and subsidence of the tibia tray. The tibial tray is small relative to the size of the native tibial plateau, and does not fully cover medial, lateral, anterior or posterior margins of the tibial plateau. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.